Manufacturer narrative:
This device used for treatment and not diagnosis. Procode: erl, hbe: additional codes. Lot number cannot be verified as a synthes lot number. Lot number ceo123 is not a valid lot number for this part. No cross-reference lot number can be identified. Unable to perform DHR review. The device was returned and the investigation is ongoing. Placeholder.

Event description:
It was reported by sales consultant that during a surgical procedure a drill bit broke. The surgeon used another drill that was readily available and all broken fragments were retrieved. No surgical delay and was completed successfully with no patient injury. This is 1 of 1 report for complaint (B)(4).